Event description:
It was reported that when the device was interrogated, an alert stating possible output circuit damage was noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported output anomaly was confirmed in the laboratory. Analysis found high voltage output circuit damage on the device. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found was consistent with that caused by arcing between the hv conductor and ICD can.